Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported by qualtrics survey that the patient experienced signal loss over 3 hours from the mobile device. The device was not more than 20 feet or 6-meter away from the transmitter for more than 15 minutes. The last known cgm was 101 mg/dl. The device alerted but the patient did not monitor the bg by fingerstick nor change the wearable because she was at work. The patient experienced diaphoresis and mental status changes. The patient was escorted to the emergency department and given glucose gel and juice. The patient's condition was good at the time of the report. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.